Event description:
The cord was returned because it was broken at the point of connection where the cord plugs into the unit. The cord was not in pt use and there was no reported pt harm. Upon repair eval, it was discovered that there was an exposed prong still attached to the power cord that could potentially lead to electric shock. An investigation was performed and it was determined that a separation occurred between the two molded parts on the female connector. The female connector that connects the power cord to the unit had shown separation that could potentially result in live accessible metal parts presenting a hazard for electric shock. Testing was performed and has indicated that the power cord meets the specifications and the applicable standards for power cords. The testing demonstrated that this power cord had to have experienced excessive abuse to result in this failure.